Manufacturer narrative:
Per exemption e2015057. (B)(4).

Event description:
Complaint received that alleges "30m melted, pump got hot". Questionnaire not received from customer or clinician. Device not returned to manufacturer for evaluation. No indication event caused or contributed to serious injury, permanent impairment or death.